Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the clinical observations were confirmed. Review of the device memory confirmed that the device underwent three system resets, which resulted in the observed error messages. Following the resets, the device reverted to a safety mode with limited programmability, in which single chamber pacing and defibrillation therapy were available. Analysis results are consistent with devices that have been exposed to radiation and/or a high magnetic force, such as magnetic resonance imaging (MRI), however this was not able to be confirmed.

Manufacturer narrative:
Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that upon interrogation this pacemaker was found to be in safety mode. There were also 3 fault codes recorded. The default pacing mode had changed to vvi 72. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received from the local field representative indicated that the issue has been discussed with the physician. A replacement procedure has not yet been scheduled. No additional information is available at this time. If additional information becomes available this report will be updated.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information received indicated that the device was explanted and successfully replaced. It was reported that the patient was currently undergoing chemotherapy. It was not known if the patient had been exposed to radiation therapy. No additional adverse patient effects were reported.